Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. The 510k numbers k912469 & k083641.

Event description:
This event occurred in (B)(6). It was reported from the user facility that the flange eyelet was torn during use on the bivona uncuffed pediatric straight neck flange tracheostomy tube. There was no adverse event reported.

Manufacturer narrative:
One 5.0mm standard cuffless tracheostomy tube was returned for investigation. Visual inspection, performed using the unaided eye, revealed that a split had developed in one of the flange eyelets. No additional product issues were observed. Further investigation found that the split began as a smooth surface and lead to a jagged surface. The observation of split surface was found to be consistent with the split starting as a cut/nick on the inner wall of the eyelet opening and propagating into a tear. A pull test was conducted on the opposing eyelet to determine the eyelet strength; the result of the pull test confirmed that the product met the required specifications. Investigation was unable to determine the root cause of the eyelet split. (B)(4).